Manufacturer narrative:
D9: sample was returned for evaluation on 07-jun-2023. Two (2) new samples item #ch3139 were received. Once the samples were opened and inspected there was not observed any kind of contamination / particulates inside or outside the package. No mating device was returned. The customer's complaint of foreign matter cannot be confirmed based on the physical sample evaluation. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The affected device is not available for investigation. Companion samples have been requested to be returned for evaluation; however, they have not yet been received.

Event description:
The event involved a 15" (38 cm) appx 4.7 ml, bifuse add-on set w/2 bag spikes, 2 clamps (red, blue), plug adapter on an unknown date in may 2023. The reporter stated that when they connect the set onto an IV line there are small bits of plastic visible in the IV line. When the set was disconnected for further inspection, there was a large piece of plastic in the 3-prong attachment tube that the reporter was able to get out. The spike on the line which was attached to the prongs remained intact; therefore the plastic is not from the spike. The event occurred during priming. There was no patient involvement. This is the first of five reports.